Event description:
It was reported to medtronic neurosurgery that the shunt had poor flow. The pt had the performance level of the valve changed, however, the flow was still poor.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.